Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused the reported fall. No failure detected, device operated within specification.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
Pt. Was walking from her kitchen to her patio on level ground. Pt fell and isn't sure if the knee was ruined. She fractured her femur (there was also bruising).